Manufacturer narrative:
The lens has been requested, but has not been returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of the intraocular lens the lens became stuck in the incision. It was then cut and removed. The incision was enlarged in order to remove the lens. Another lens was successfully implanted. Additional information has been requested. Please reference MDR#: 1119279-2013-00029 for the delivery device used during the event.